Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch (lss) due to out of range pace impedances on the right ventricular (rv) lead. Due to the lss, the rv lead has been sensing and pacing in unipolar. There are episodes stored with oversensed rv noise that led to pacing inhibition. At this time, the products remain in service and the patient is being monitored. The impedances were checked and were stable at 681 ohms. The rv lead is a competitor's product. No adverse patient effects were reported.